Manufacturer narrative:
Correction made to d4: lot #: h22i20029 (previously submitted as h22e20029). Correction made to h4: device manufacture date: 09/20/2022 (previously submitted as ni). H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the drain line tubing and the cassette port. There was evidence on the end of the tubing indicating an assembly was attempted. The tubing was not positioned onto the port fully causing the tubing to separate from the cassette. The reported condition was verified. The direct cause was due to the automation assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: . E1: initial reporter facility name: . E1: initial reporter last name: . E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified tube of a homechoice automated pd set with cassette was broken. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.